Event description:
Patient was brought to the surgical suite/ operating room for coronary artery bypass grafting (CABG). Per surgeon's report: a time-out was completed verifying correct patient, procedure, site and positioning. General anesthesia was induced and central venous access was obtained. An arterial line and foley catheter were placed. A swan-ganz catheter was positioned and a tee probe was placed. The patient was then positioned, prepared and draped in a sterile manner. A median sternotomy was performed. The left internal mammary artery was harvested from the level of the subclavian vein to the level of the arterial bifurcation; the left pleura was opened during this portion of the procedure. Arterial and venous branches to the anterior chest wall were clipped and divided sharply or with the bovie electrocautery. Saphenous vein was harvested endoscopically from the left lower extremity. During the harvest of the saphenous vein, they were using the vasoview hemopro 2. However during the procedure, the device stopped working (i.e. Did not cut anymore). The device was changed and the procedure continued without any further incident. Following this, the lower extremity incisions were irrigated and then closed in layers in the standard fashion. No patient harm occurred.